Event description:
It was reported that a user experienced a scan error when attempting to start a freestyle libre 3 plus sensor with the ilet mobile app, after which the app indicated the sensor had already been scanned and the user reported an activation successful message. No adverse clinical symptoms were reported and blood glucose was unaffected. Outcomes included no medical intervention and no hospitalization. User support included basic troubleshooting and user education, including a phone restart and reattempted sensor scan through the ilet mobile app. Investigation of this case revealed that the sensor had already been activated prior to the subsequent scan attempt, consistent with a use or workflow issue rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related operational sequence during sensor activation.